Event description:
A physician reported that the probe could not cut properly even after reducing the cutting speed during the vitrectomy surgery. The surgery was completed on the same day after the product was replaced with another one. There was no impact on the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).